Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the complaint could be verified. Visual inspection revealed outer insulation was cut and the outer coil was extended. The damage found was sustained in the field. The lead exhibited normal electrical characteristics.

Event description:
It was reported that during implant, the physician noted the loop of ventricular lead had shortened. He cut the suture to get the required loop. The impedance became high, and it was noted that the lead was fractured. The lead was explanted and replaced.